Event description:
The incident date is unk. The customer complains about blood leak during the treatment. No serious injury to the pt, but we do not know whether medical intervention was needed or not.

Manufacturer narrative:
Internal blood leaks can occur due to damage of the hollow fibers. No sample is available for investigation. No further info is expected for this specific event and the case is considered closed. At the time being, we do not know the exact claimed product type - we only know the product group.